Event description:
From pace 2003; 26: 1774-1775, "fracture of a circular mapping catheter after entrapment in the mitral valve apparatus during segmental pulmonary vein isolation." The article reported that during removal of a biosense webster lasso 7fr 20-mm deflectable circular catheter, the catheter became entrapped in the mitral valve apparatus. During attempted removal of the entrapped catheter, the catheter separated from the shaft. The remnants migrated to the abdominal aorta where it was removed with a basket catheter. The patient recovered without sequelae, but with recurrent episodes of paroxysmal af.

Manufacturer narrative:
The instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso 2515 variable circular mapping catheter in the left ventricle or valvular apparatus. The lasso 2515 variable circular mapping catheter is not recommended for use in the ventricles.